Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All of the buttons functioned properly and no button error alarms were noted. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 24 mmol/l. The customer's father stated that the customer had attempted to treat with the insulin pump to no avail and then with an insulin pen successfully. Upon troubleshooting, insulin did exit with the fill tubing process; no leaks were observed. Unable to perform high pressure test. All settings seemed okay. The caller noted a button error alarm in the device alarm history. It was also reported that the infusion set was inserted into the buttocks. In the morning, it was reported that the customer had had a blood glucose reading was below 10 mmol/l with ketones of 6 mmol/l. Advised discontinuation and replacement of the insulin pump. Nothing further reported.